Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the motor device was heating during operation, and the device console displayed an e6 error code indicating handpiece overheat warning. It was further reported that at that moment, the surgeon felt the motor was hotter than before. It was reported that the device was replaced with a spare device. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: console device, (B)(6) 2022. The reporter¿s phone number and complete facility address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device displayed an e6 error code, and the device would not run due to a damaged motor. It was further determined that the device had a component damage. It was further determined that the device failed pretest for no short circuit between phases and connector body (42), no short circuit between hall sensors and connector body (42), no short circuit between 5vdc line and connector body (42), and no short circuit between sensor gnd and connector body (42). Therefore, the reported condition of the motor device heating during operation, and the device console displaying an e6 error code indicating handpiece overheat warning, was confirmed. The assignable root cause was determined to be due to component failure from wear.